Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) that accelerated the patient's rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf) in which the patient was shocked three times. The field representative believed the events looked like true ventricular tachycardia (vt) and therapy was appropriate. They will discuss programming optimization. At this time, the device remains in service. No adverse patient effects were reported.